Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during setup, the down arrow and alarm silence buttons were unresponsive. The membrane top and overlay were replaced, which resolved the reported issue. No pt involvement reported.